Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The magnet was discarded and will not return to the company for analysis. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3. The MRI examination took place on (B)(6) 2020. The recipient is doing well and has resumed device use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain at the implant site after an MRI examination on (B)(6) 2020. The surgeon believes the magnet became displaced. The magnet was replaced on (B)(6) 2020.